Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device powered down with physical motion. The cause of the reported issue was determined to be due to a loos battery pin in well #2. After tightening the device's battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had experienced an unexpected shutdown during use. The device experienced a second unexpected shutdown, after the operators turned the device on again. Both shutdowns occurred within 30 seconds of turning the device on. The patient was stable and the operators were able to complete a full set of observations and ECG monitoring. The patient was subsequently taken to the hospital.